Event description:
Covidien received information reporting the death of a patient who was being monitored by an n-600x pulse oximeter. The mother of the patient reported the death to the home-care equipment provider (pediatric home service). The mother of the patient reported that she did not know whether the audible alarm did not sound or whether the alarm sounded but she did not hear it.

Manufacturer narrative:
Covidien currently has the device, and the investigation is in progress. (B)(4).

Manufacturer narrative:
(B)(4).